Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort. The patient underwent a revision procedure wherein the trial leads were explanted. The physician believed that the discomfort was not device related. The patient was doing well postoperatively.